Event description:
It was reported the programmer was used to check a patient in the catheter lab holding area before an ICD (implantable cardioverter defibrillator) upgrade procedure. The programmer worked fine, with acceptable pacing/sensing thresholds and lead impedances. During the case, the ICD and leads were dissected out. When the same rv (right ventricular) lead was checked with the same programmer, the numbers for pacing/sensing and lead impedance had increased. The physician was concerned about the original rv lead, so a new rv lead was implanted. When the new lead was checked, there was no sensing or capture. Despite troubleshooting attempts, there was no change. The programmer was changed out, and all measurements were acceptable. The original implanted lead measurements were then checked, and all parameters were the same as previously checked in the catheter lab holding room.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The physician was upset because a new lead was implanted unnecessarily. The programmer was returned for repair. No patient complications were reported as a result of this event. Evaluation summary: (B)(4) analysis could not confirm the reported event. System errors found in the programmer error log. A printed circuit board found out of calibration. (B)(4) multiple damaged connector pins found on the analyzer.